Manufacturer narrative:
Intermittent button response due to flatten dome switch on act button. Corroded keypad traces also noted. Reservoir tube window scratched, reservoir tube lip broken, minor scratched lcd screen, broken belt clip slot, stained end cap sticker noted during visual inspection. No cracks noted on reservoir window or reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump had a crack near the reservoir window. Nothing further reported.